Event description:
Customer complained about sensor reading discrepancies. Customer stated she has had two sensors that did not function properly. She stated that the sensor was reading glucose in the 30 mg/dl range and she kept receiving threshold suspend alarm. Customer turned the sensor feature off. Blood glucose value was 153 mg/dl. Customer stated that the senor was bent upon removal. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.